Event description:
The pt was reportedly implanted with an unspecified manufacturer's "pelvic mesh products" on (B)(6) 2001, at (B)(6) hospital in (B)(6) by dr (B)(6) to treat her medical conditions, including pelvic organ prolapse and stress urinary incontinence. The pt and her attorney have alleged that as a result of this product being implanted in the pt, the pt has experienced pain, injuries, and has undergone additional surgeries and corrective treatment. The following info was not provided by the complainant: specific info of the alleged injury; specific info regarding whether intervention was performed; specific info regarding why intervention was performed or what type/to what extent intervention was performed; specific correlation between device performance and alleged injury; current patient status.

Manufacturer narrative:
Date of event not provided by the complainant. Product name not known due to product unspecified by the complainant. Product common name not known due to product unspecified by the complainant. Lot number not provided by the complainant. Product expire date unk as lot number not provided by the complainant. Product catalog number unk as product unspecified by complainant; 510(k) unk as product was unspecified by the complainant. Product manufacturer date unk as lot number not provided by the complainant. Method - as device was not returned to the MFR. Results - as product not returned to cbi. Conclusion - root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim has included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the unspecified manufacturer's "pelvic mesh product" performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained, that alters our conclusion to this complaint, a follow-up MDR will be filed.